Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an in-clinic interrogation, an episode of noise was observed. Review of the egm revealed the noise looked most similar to myopotentials. Further analysis of the session records needs to be performed.